Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic with noise on rv lead. Fluoroscopy revealed subclavian crush. The lead was capped and replaced due to oversensing. The procedure was successful.